Event description:
Information received does not address the patient's clinical status but notes that during a routine follow-up, loss of ventricular capture was observed. Autocapture was initially programmed off, but when turned on, loss of capture was seen in the unipolar configuration. When the "initial values" button was pressed, the configuration reverted to bipolar pace with normal ventricular capture. The device will remain in the bipolar configuration.